Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this left ventricular pacing lead was exhibiting abnormal impedance measurements and no capture. As a result, a lead revision procedure was scheduled at which time it was found that the lead was fractured. The lead was explanted and returned for analysis. A new left ventricular lead will be placed at a future time during which the cardiac resynchronization therapy defibrillator (crt-d) will be electively replaced due to an adivsory issued on this model device.